Manufacturer narrative:
Philips service replaced the geoipc and returned the system to use with restrictions. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the host pc was unable to communicate with geoipc during post on a allura xper fd20 biplane. The clinical use of the system was in use. There was no reported patient or user harm.